Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a remote transmission that indicated that there might be a possible set screw loose or a lead fracture. Follow up with the patient¿s physician indicated that the right ventricular (rv) lead exhibited noise, had a polarity switch and triggered an impedance warning. The physician speculated that there was a loose set screw on the implantable pulse generator (ipg) or a lead fracture but nothing had been confirmed. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.